Event description:
It was reported that a small pin from the inside of the device came off and was lost in the abdomen when the instrument was used during a procedure. Xray were called to help to locate the pin. The pin was located and successfully retrieved. The instrument was in working order prior to this. It was checked by the scrub nurse and used by the surgeon before the pin came loose.

Manufacturer narrative:
The device in question was returned to the manufacturer. The evaluation is anticipated, but not yet begun. The investigation will be performed by a designated karl storz employee. The event is filed under internal karl storz complaint ID: (B)(4).